Event description:
It was reported to covidien in 2009, that a customer had an issue with a safety needle. Customer reports that the nurse received a needle stick to the thumb after the safety shield failed to activate.

Manufacturer narrative:
Submit date: 02/24/2009. An investigation is currently underway. Upon completion, the results will be forwarded.